Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by a provider who reported the device had melted plastic on the inside due to overheating. There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss healthcare has requested that the unit be returned for evaluation, and will file an update if additional information becomes available.

Manufacturer narrative:
The previously submitted report had lacking or incorrect information in section d4 UDI. Section d4 has been updated with the correct information. The device manufacturer date in section h4 was incorrectly submitted in the previous report. H4 has been updated with the correct information.